Event description:
Related to MFR report# 2183959-2012-02983. Related to MFR report# 2183959-2012-02984. The international urogynecol journal reported 5 additional cases of eroded mesh in the urethra. An excision surgery utilizing a holmium laser was performed in all 5 additional cases. Pt outcome revealed all 5 cases had successful elimination of eroded mesh in the urethral lumen. Surgical dates were not provided. Continence rate in all 5 additional cases has been preserved.

Manufacturer narrative:
It is unk what ams incontinence mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent. International urologynecology journal october 2012, article title: management of two synthetic midurethral slings eroded into the urethral lumen. Http://rd.springer.com/article/10.1007/s00192-012-1944-3.